Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument data and confirmed erratic results. The fse replaced the degasser to resolve the issue. The fse performed system verification testing successfully without issues. The system returned to normal operation. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 chemistry analyzer generated erroneous patient results for ise (ion selective electrodes) sodium (na), potassium (k) and chloride (cl). There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.